Event description:
It was reported that the customer had a crack on the top of the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer stated that the crack was by the reservoir and the battery compartment. Customer stated that she does not know how it occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and a missing end cap sticker.